Event description:
It was reported that the patient has high lead impedance. The patient has had increase in depression/anxiety and can no longer feel stimulation. No additional relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
The patient noted that the device was disabled due to the high impedance. No further relevant information has been received to date. No known relevant surgical intervention has occurred to date.

Event description:
The generator was replaced and still showed high impedance, thus the lead was replaced as well. While removing the lead the surgeon observed an area about 4 to 5 inches from the lead pin where about an inch of the outer insulation had been damaged. It seemed to have been caused by a tie down which was used to secure the lead in the chest pocket. After full system replacement, impedance was ok in the pocket. The explanted products were discarded. No further relevant information has been received to date.